Event description:
Post orif, reduction of biomalleolar ankle fracture became malaligned. Surgeon removed lateral 1/3 tubular plate and replaced it with distal fibula plate. Reportedly, patient was noncompliant. This is the 5th of 8 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.